Manufacturer narrative:
(B)(4). Returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-58 user had an inaccurate reference: self: the person is using themselves as the reference or how they feel at the time they run the blood test. (B)(4).

Event description:
Consumer reported complaint for high blood glucose results. The customer is concerned with the result of 406 and 460mg/dl. The expected non- fasting blood glucose test result range is 200 to 300mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is stored by customer according to specification. The test strip lot manufacturer's expiration date is 12/31/2017 and open vial date is 7/26/2017. The meter memory was reviewed for previous test result history. (Date/time not stored correctly). 406mg/dl, (B)(6) 2017, 02:14 pm, fasting: no; 460mg/dl, (B)(6) 2017, 02:13 am, fasting: no; 226mg/dl, (B)(6) 2017, 12:04 pm, fasting: no; 268mg/dl, (B)(6) 2017, 12:10 pm, fasting: no; 228mg/dl, (B)(6) 2017, 12:14 pm, fasting: no. Customer called concerned of readings taken this morning.